Event description:
This supplemental report is being filled to include additional information regarding device explant.

Manufacturer narrative:
This supplemental report was filed to provide additional information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this patient's device is under advisory for premature battery depletion. The device has depleted from 53% to 16% after approximately three months. Premature battery depletion is suspected. This device was subsequently explanted. No additional adverse events were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. This supplemental report is being filled to include device analysis information.

Event description:
It was reported that this patient's device is under advisory for premature battery depletion. The device has depleted from 53% to 16% after approximately three months. Premature battery depletion is suspected. Replacement was recommended, however the device remains in service at this time. No adverse events. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.